Event description:
"Chronic defective right atrial pacemaker lead. Sensing issues. Lead manufactured by st. Jude. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).